Event description:
(4) posey e.d. Security wrist/ankle cuffs failed when lock broke apart and contents of locking mechanism broke apart into 6 pieces. Products were newly purchased and were being tested prior to use restraining psychiatric pts in crisis. 4 pairs of restraints received in 4 separate boxes each had failed restraint in each box. It appears the 8 point welding sites of the metal lock failed in each of the 4 defective restraints.